Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, and a cracked reservoir tube. The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current test, run current test and displacement test. Unable to perform the self test, off no power test, unexpected restart error test, occlusion test, prime test, or no delivery test due to the compromised fore sensor system alarm.